Event description:
The pt was complaining of pain and the surgeon determined the pt had an infection. The infection was determined to be "rare staph epidermis". The surgeon removed the stem, head and liner as well as washed out the area thoroughly.